Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. Attempts were made to obtain patient weight. Further information was requested but not received.

Event description:
Related manufacturer report number: 3006705815-2023-05350. It was reported that both of the patient's leads migrated. No falls or traumas reported. Surgical intervention was undertaken to replace the scs system and effective therapy was established postoperatively.